Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the tenaculum forceps instrument (part # 470207-10/ lot # n10200413) was found to have a frayed pitch cable at the distal end. Root cause of this failure is attributed to a component failure. An additional finding not reported by the site was that the housing was removed, and the instrument was found to have a dislodged flush tube guide. The root cause of this failure is attributed to mishandling. The tenaculum forceps instruments are multiple-use endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. Verification of the product and event details via system logs confirmed that the tenaculum forceps was last used on (B)(6) 2020 on sk3408 with 7 remaining lives left. No image or video clip for the reported event was submitted for review. A site history review was performed, and no additional complaints were found for this product. Based on the information provided at this time, this complaint is being reported because the instrument is designed with two pitch cables. Each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. Although there was no patient injury, the product malfunction could cause or contribute to an adverse event if the failure were to recur.

Event description:
It was reported that during a da vinci-assisted procedure the customer found the "spring" was broken on the tenaculum forceps instrument. The procedure was completed with no patient harm. Intuitive surgical inc. (Isi) followed up with the robotics coordinator and confirmed that there was no cable issue. There was physical damage to the instrument, but no fragments were alleged to have fallen inside the patient. No other information was available regarding the event, and no patient-related information could be provided.